Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) performed various operational tests with a special ECG simulator and found no type of anomaly or fault detected in the ECG signal. The device has passed all performance and safety tests according to company specifications. The device was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit doesn't read the ECG cable. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit doesn't read the ECG cable. There was no damage or inconvenience to the patient.